Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was making excessive noise and had insufficient/low power. Therefore, the reported condition that the device was powerless was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the gear, motor and bearing of the air reamer/drill device were worn, the device had an air leak, moving parts of the device were not moving smoothly, the device had component damage, insufficient/low power, and the device was making excessive noise. It was further determined that the device failed pretest for check for free movement, check for excessive noise, check for air leak, check the power with test bench, and check starting behavior. It was noted in the service order that post procedure it was observed that the device was powerless, without performance. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.